Manufacturer narrative:
The technician stated they found fecal material all over the bed and the control board and the power supply board. The technician did not know how this had happened. The technician replaced the control board and the power supply board to resolve the issue.

Event description:
Account alleged that the bed has no power. The bed does have CPR functions. Bed has no power due to fluid ingress into the power control board. No alleged injuries by the account.